Event description:
It was reported the surgeon only provided a few details regarding this event and the exact dates were not provided (implant stated as mid-2006). The valve was explanted due to thrombus formation on the aortic surface of the valve. The valve was discarded by the hospital following explant which took place in 2008. No additional information will be received. The patient's current status remains unknown.